Manufacturer narrative:
The device was not returned to olympus for eval. The user facility discarded the device subsequent to the procedure. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, after the stones were crushed, upon removal of the basket from the common bile duct, the tip of the device was noted to be missing and not able to be located. The remainder of the device was safely removed from the patient. No further info was provided.